Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and device failed. Share log review found transmitter error on issue date.the complaint was confirmed because a transmitter error alert in the cloud data. The reported event of a failed transmitter error was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a transmitter failed error and an adverse event. The patient's mother stated that the transmitter failed around 7 hours after a low battery messaged was displayed. It was indicated that the patient was in their grandmother's care when the transmitter failed. Approximately 4-5 hours after the transmitter failed, the patient turned pale and felt tired. The patient's grandmother checked the patient's blood glucose every 2 hours and found that the values were low and treated the patient with one 25g tube of glucogel. The patient's blood glucose values were not provided. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via log review. The root cause was determined to be a low transmitter battery that led to a transmitter failure.